Event description:
It was reported that the surgeon was repairing the right patella tendon and noticed that the insert was loose. Surgeon changed insert, no unusual circumstances.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding insert loosening involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. All devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because of the limited information provided. Further information such as the returned product and a complete set of medical records are needed to fully investigate this event.

Event description:
It was reported that the surgeon was repairing the right patella tendon and noticed that the insert was loose. Surgeon changed insert, no unusual circumstances.